Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/15/2025, it was reported that the patient experienced a sensor failure the day after the wearable was put on the arm. This complaint says he was aware of it but does not say what the last know cgm was. The patient uses tandem tslim which would not have been in modified closed loop without an active sensor session. Sometime alter, the same day, the patient became unconscious and was taken to the hospital, although he does not recall how he got there. Upon arrival, his blood glucose (bg) meter was 600 mg/dl. At the hospital, he was administered both long-acting and quick-acting insulin. The patient was currently doing well during the follow-up call on 08/18/2025 and is hopeful to be discharged the next day. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.